Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, when using a new reagent where error code 1018 (calibration check failure, cal a, result too high) was generated. The calibration was performed on another axsym in the laboratory and the same error was generated. The customer was sent a new lot of reagent and calibrators, and the same error code was generated. The customer confirmed the instrument maintenance was up to date. The customer reported successful calibration was achieved after the calibrators were centrifuged. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.